Manufacturer narrative:
Following the reported event the table was removed from service and steris service was contacted. A steris service technician inspected the table and found that the hydraulic fluid was low. The technician observed a small amount of hydraulic fluid on the table base around and under the reservoir. The technician was unable to identify any signs of a hydraulic fluid leak. The technician filled the reservoir with hydraulic fluid to the proper level and cleaned any visible oil from the table base. The reported struggle of the table when commanded into position would be due to the low hydraulic fluid observed by the technician. User facility personnel were not following proper operating procedures during the time of the event for the surgical table as stated in the operator manual. The operator manual states (pp. 1-3), "with patient in normal or reverse orientation, table in trendelenburg and slide at head limit, center tabletop before attempting to raise table to level or move into reverse trendelenburg." The table was found to be operating properly and returned to service. No additional issues have been reported. Steris offered in-service training on the proper use and operation of the surgical table and is awaiting a response.

Event description:
The user facility reported that during a patient procedure the table struggled into the commanded position and the table began to tip. User facility personnel were able to place the table into the desired position and the patient procedure was completed successfully. No report of injury however, a procedural delay occurred due to the reported event.

Manufacturer narrative:
The user facility declined steris' offer of in-service training on the proper use and operation of the surgical table.